Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements. The trend showed non-physiological impedance jumps on both right atrial (ra) and right ventricular (rv) leads. Dislodgement of the rv lead was suspected, but x-ray imaging confirmed the lead has not moved. Boston scientific technical services (ts) advise to perform troubleshooting to discard any potential lead integrity concerns. The physician scheduled a procedure to replace the device and leads for a subcutaneous implantable cardioverter defibrillator system. The ra lead remains in service and no adverse patient effects have been reported.